Event description:
It was reported that during the course of a total knee arthroplasty, two ortholock ex-pins 3x110 broke during insertion into the tibia. It is unknown whether the broken fragments remain in the patient's bone or in the surgical site or whether they were removed. No adverse consequences, no medical intervention, and no surgical delay were reported with this event. The procedure was completed successfully.

Manufacturer narrative:
Device not returned.